Manufacturer narrative:
The device was returned with top case damaged in front and back. There was a primary audible alarm post error in history. Customer stated problem was verified during startup, primary audible alarm post error and constant alarm. The issue was caused due to cap being knocked loose from interconnect board. The problem source is found to be user interface. The device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. (UDI) and (510k) are unknown. No information provided to date. Operator of device is unknown. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device motor was emitting loud humming. No patient injury was reported.